Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2013; 670100 heart band, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and oversensing. The right ventricular (rv) and atrial leads remain in use. No patient complications have been reported as a result of this event.